Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patients' leg slipped off the mattress and he almost fell off of the bed. The mattress might be too small for him and there isn't any room for him to turn or move around. The patient did not sustain any injuries. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.